Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
Same case as MDR ID# 2134265-2018-02179. It was reported that stent elongation post-deployment occurred. The target lesion was located in the ostial to mid right coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was implanted to treat the lesion. Subsequently, a guidezilla¿ ii guide extension catheter was advanced to access the distal vessel. However, the guidezilla¿ ii guide extension catheter interacted with the previously implanted 3.00 x 38 synergy¿ drug-eluting stent, resulting in a longitudinal deformation of the stent. A 3.5 x 12 mm stent was then implanted in the ostium to cover the deformation and the procedure was completed. No patient complications were reported and the patient's status was stable.